Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Further review found no noise on the electrogram (egm) and event markers. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that patient presented to the emergency room after experiencing syncope. A remote interrogation noted five inappropriately stored ventricular tachycardia (vt) episodes due to oversensing of noise on the right ventricular (rv) channel. The oversensing led to pacing inhibition with asystole of two and a half seconds. All rv lead impedance measurements were in range, however had recently become more variable. It was noted that within the last 30 days the impedance would go from around 400 ohms to 750 or 800 ohms. A revision procedure was performed where the rv lead was surgically abandoned and replaced. The pacemaker was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) due to the patient's third degree heart block and ejection fraction of (B)(4) percent.